Event description:
On 08/30/96 an ipp device was implanted. On 11/12/97 the cylinders were removed and only the left side was implanted due to urethral erosion. On 08/21/97 the pump, reservoir and left cylinders were removed from the patient and an entire device implanted due to previous urethral erosion.